Manufacturer narrative:
Conclusion: no conclusion can be drawn. The complaint was reviewed and analysis showed no trend for item/lot. The product was not returned.(B)(4).

Event description:
Allegedly failed left hip (contra-lateral arthroplasty). Left acetabular component revision. Severity: severe; relation to device: none; relationship to procedure: none; outcome: ongoing; ae onset date: 11-14-12; right side.

Manufacturer narrative:
The investigation is not complete. Trends will be evaluated. This report will be updated when the investigation is complete.